Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, it could be observed that the distal part of the anchor was deformed. The device was received without its original packaging. A manufacturing record evaluation was performed for the finished device lot number: 7l12986, and no nonconformances were identified. The process of the device has different phases where the anchor is checked (putting into the pouch, shaft assembly handle, anchor suture assembly, assembly product, visual inspection for the healix family, control of the assembly of products during production) during the assembly anchor-suture process, the anchor must be in a good condition to assemble the suture; this information correspond to a process control and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. Since the issue reported was during the surgery, the possible root cause can be attributed to a procedural variable, such handling of the device or product interaction during procedure; axial misalignment may occurred which could damage the distal part of the anchor. As per IFU, improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in china during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the 4.75mm healix advance knotless br anchor device could not secure the anchor. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriae. H10 additional narrative: investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual inspection of the photo revealed that the distal tip of the anchor was deformed. A manufacturing record evaluation was performed for the finished device lot number: 7l12986, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the damage of the anchor, this complaint can be confirmed. The device is required for physical testing, the photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. The possible root cause can be attributed to a procedural variable, such handling of the device or product interaction during procedure; axial misalignment may occurred. As per IFU, improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.